Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced a delay in download and was not communicating with the server. The technical support specialist remoted into the station and found the station in disconnected mode. The tss noticed that the maintenance service was stopped and disabled. The tss found that the database total and used space exceeded 10gb and database was pulled from the station. The tss restored the database in test to review all transactions but was unable to run any transactions against the database without errors. The tss done the database backup and placed on the application server the tss provided a report to the customer and removed the patient data. The tss finally verified with the customer that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station experienced a delay in downloading and not communicating with the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.